Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, a scratch was noticed on the lens optics. The surgery was completed on the same day and the lens remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).